Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during use a perforation defect/leak was detected at the distal tip of the microcatheter. The catheter was inspected/tested prior to use. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the internal carotid artery (ica) with a 4.5 mm diameter.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within an opened plastic bag; within an opened echelon-10 micro catheter outer carton; within an opened echelon-10 micro catheter inner pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be 155.6cm. The echelon-10 usable length was measured to be 147.5cm. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~118.8cm from distal separated end. The distal marker band and distal tip were found to be separated and not returned. The tubing material of the catheter separated end exhibited stretching with jagged edges. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water exited from only the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was unable to be confirmed as no leak was detected during testing. The broken end of the catheter exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed by changing to another microcatheter. The cause of the leak was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.